Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. After a 6f non-boston scientific (bsc) sheath was inserted from right femoral, a non-bsc guidewire was crossed the lesion. A 6.0mm x 60mm x 135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.